Event description:
It was reported to philips that geo pc failure caused tube movement error and system shutdown on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced geo pc, reloaded software, and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).